Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil failed to detach, was found kink/bent and unraveled/stretched. The findings meet usfda regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A non-sterile freeform 10mm x 30 cm coil was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the embolic coil was still attached to the delivery unit even after the manual break was activated. The embolic coil was inspected under magnification, and the several stretched and kinked conditions were found at the proximal end of the embolic coil. No damages were noted at the proximal key. No unintentional weld was noted on the loop-hole. A manufacturing record evaluation was performed for the finished device 31177734 number, and no non-conformances related to the malfunction were identified. Although no specific failure was reported for the embolic coil, the complaint is confirmed based on the attached condition of the embolic coil to the delivery unit after activating the manual break, and the damages on the embolic coil. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. It should be noted that product failure is multifactorial. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, a freeform xsft 4mm x 10 cm coil (xcr120410, 31107820) and a freeform 10mm x 30 cm coil (scr121030, 31177734) were ¿defective". Additional event information received on 13-feb-2025 indicated that the coil embolization was to a ruptured left anterior communicating artery (bifurcation). There was no delay in care. A 6fr envoy da 95cm, lpes 45, agility soft, short sheath were used. No additional information is available. Based on the product analysis of both devices received, the embolic coil failed to detach, was found kink/bent and unraveled/stretched.